Manufacturer narrative:
One non-sterile cypher (B)(4) 3.00 x 18 was received coiled inside of a plastic bag. The hub was cracked at the guide wire port. The stent remained mounted on the sds balloon. No other anomalies were observed on the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Receiving inspection records for the used hub were also reviewed, and these lots were deemed acceptable. The reported failure by the costumer was confirmed. This kind of failure has been previously identified and a risk assessment has been done. There are no known manufacturing factors nor has there been a design change related to this issue.

Event description:
The hub of a cypher us otw 3.00 x 18 was noted to be cracked when the product was removed from its package. The device was not used in the patient and was returned for evaluation.